Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was in renal failure, had a hemorrhagic stroke, and was unresponsive. The pt expired due to respiratory failure. It was noted that the pump functioned as intended. The pump will not be returned.

Manufacturer narrative:
The pt expired and the pump will not be returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported events could not be determined. The pump was reported to have been functioning as intended. The pump was not returned. The instructions for use lists as respiratory failure, renal failure and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.